Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The top housing was found to be cracked. Corrosion was observed on multiple internal components. A leak test was performed and a leak was found on the reservoir near the fill port. The damage to the reservoir caused fluid to leak and corrode multiple internal components. Initial attempts to download the pod data were unsuccessful. The device was connected to an external power source, however download attempts were still unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.